Manufacturer narrative:
Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device properly tested with displacement test and self test. No button error alarm noted upon testing. No missing segments or partial display noted. Device shows no damage on lcd controller or lcd glass.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that in the past couple of days they had to press the buttons over and over as well as screen was started to fade on the left side of it, then sometimes it was clear. Customer's blood glucose level was unknown. Troubleshooting was provided for partial display and button issue. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Troubleshooting did not finished as insulin pump was being replaced for segments missing. Customer stated that there was no response from any button. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.